Event description:
The event occurred with the hewlett packard monitoring component system on 10/29/92.the alarms were placed on suspension when the patient went for a CT scan. The incident occurred just after the patient had returned to the ICU and while the rn was in the process of reconnecting the patient to various pieces of equipment. The rn identified that the patient was in v-tach, called for help, and initiated appropriate resuscitative measures. A code blue was called. The patient survived. However, the patient was placed on a no code status and consequently expxired later in the day.device was used as intended. The problem was identified as a potential labeling problem. The word "suspend" was used in reference to a button which actually turned off the alarm rather than suspend it. The monitor had the potential tobe programmed this way and te nursing unit selected this program of operaiondevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.